Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin pump was having calibration errors, threshold suspend, and a lost sensor alert. The customer had the following blood glucose readings throughout the day 185 md/dl, 48 mg/dl, 137 mg/dl, 128 mg/dl, 245 mg/dl, 143mg/dl. The customer states that the suspend threshold limit was set to 60 mg/dl. The current blood glucose reading was 264 mg/dl. Advised to monitor the sensor and to reduce the amount of calibrations. The sensor will be replaced. Nothing further reported.